Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient of unknown age who underwent an unspecified breast prosthesis implantation procedure with two 300cc mentor memorygel breast implants, suffered several unexplained systemic symptoms, including fatigue, chronic fatigue, cognitive dysfunction, muscle pain, weakness, joint pain, hair fall, dry skin, dry eyes, dry mouth, dry hair, weight gain/loss, ecchymosis, slow healing, temperature intolerance, low libido, buzzing sound in ear, cardiac disorders, shortness of breath, and metallic taste. The patient underwent bilateral removal on (B)(6) 2018 and it was also discovered during surgery that the left implant had ruptured. The root cause of the patient¿s symptoms is unclear. This medwatch form is for the right breast prosthesis.